Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the procedure, the 40 mm quickset drill bit breaks intraoperatively and part of the drill bit remains inside the flexible drill handle. A prompt solution is given by removing the fragments and using a rigid drill handle and another 40 mm drill bit that also comes inside the device, thus achieving a successful completion of the surgery, without discomfort to the specialist, without affecting the patient and without alterations in surgical times.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary during the procedure, the 40 mm quickset drill bit breaks intraoperatively and part of the drill bit remains inside the flexible drill handle. A prompt solution is given by removing the fragments and using a rigid drill handle and another 40 mm drill bit that also comes inside the device, thus achieving a successful completion of the surgery, without discomfort to the specialist, without affecting the patient and without alterations in surgical times. Upon completion, the affected drill bit and handle are marked with tape and left inside the equipment for easy identification and exchange when the devices return to j&j (photographic records are attached) and a report is left in the case report, in the one force and by this means in order to report what happened. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment source file - reporte de calidad hospital universitario del caribe - cartagena colectivo 527727 of 914285. The device associated with this report was not returned to j&j medtech orthopaedics for evaluation. The photographs attached were reviewed, however the image quality is poor and no jammed condition could be identified. Additionally, functionality of the device cannot be assessed through photo evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs attached are insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.